Event description:
It was reported that the carrier broke while tunneling two extensions from the patient's head to his neck. As a result, tunneling had to be done twice with the carrier from the other extension. The patient outcome was reported as good after the deep brain stimulation implant.